Manufacturer narrative:
Inratio precision data provided by end-user lot 060725: first test inr=6.1; second test inr=4.4; mean=5.25; sd=1.20; %cv=22.9%. First test inr=6.4; second test inr=4.1; mean=5.25; sd=1.63; %cv=31.0%. The %cv is greater than or equal to 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr=6.1; second test inr=4.4. First test inr=6.4; second test inr=4.1.